Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, the right atrial (ra) and left ventricular (lv) leads were noted to have dislodged and demonstrated failure to capture. The lead dislodgements were confirmed via fluoroscopy. Additionally, the right ventricular (rv) lead exhibited undersensing. The ra and rv leads were explanted and replaced, while the lv lead was reused. The patient remained in stable condition throughout and following the procedure.